Manufacturer narrative:
(B)(4).

Event description:
Health professional reported that after pt treatment in the oral commissures and upper lip with juvederm ultra plus "no reabsorption of the hyaluronic acid in the nasogenian labial zone, so there was granuloma." Further info received from the injecting physician stated that the pt was injected with juvederm ultra plus and approx one year later, it was observed that the product was still present and a nodule formed in the oral commissures and upper part of the lip. The pt was injected with hylase one year later. Allergan's approach to compliance is to resolve all doubt in favor of reporting.